Event description:
The customer reported the rotablator burr would not advance and could not be removed from the pt. Pt was taken to the operating room where the wire was removed during bypass surgery. The burr remains in the calcified lesion. The pt is doing well and was released from the hosp.